Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery an ophthalmic operating system screen was froze and system shut down. Procedure details and patient harm were not reported. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Additional information provided in sections d9, h3, h6 and h11. The company representative was unable to confirm nor replicate the reported ¿screen freezing¿. The system was tested and found to meet product specifications. However, it was determined that the cause of the ¿shutdown¿ was due to battery depletion. Therefore, the customer was advised to keep the system plugged in at all times for full charging. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. There were no similar complaints reported for the ¿product serial¿ under investigation, with the same event code. The root cause of the reported event of shut down is attributed to the battery depletion due to the system not being plugged in. However, the system was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).